Event description:
God bless my wife (she's an rn, for 25+ years). She had been wearing contacts for years. After many unsuccessful tries to put them in, she showed me how to do it. She instructed me to put a drop of bio-tru on the contact of my right pinky finger. And with the contact and the bio-tru open up my left eye lid pull down my lower eye lid and insert the lens with the solution on it. And low and behold it sucked right to my left eye. I started screaming omg it's burning so bad. She said that she wears contacts all the time and never ever felt what I'm feeling. Sure enough I took out my contacts. Although for about 2+ years and also used the contacts for my acting career starting in 2002 now on indefinite hold, saw a doctor in (B)(6) that stated that the skin was burnt off my eyes. He asked me what cleaner did I use I showed him the bottle of bio-tru. He said well that product has burned the skin off my eyes and please don't use it anymore. He gave me drops that only he had in his office, then gave me an rx for an antibiotic to ease the infection. To this day, the skin is still off my eyes and nothing can be done. Eventually this will lead to macular degeneration. Some time in mid 2014 I went to an eye professional in (B)(6) who gave me a complete eye examination. Upon his examination, I don't have dry eye the skin was burned off my eyes from the product bio-tru. Which states that the formula was based on the ph of your eyes. Certainly saw my eye doctor. Frequency: 4 times a day. How was it taken or used: ophthalmic. Date the person first started taking or using the product: (B)(6) 2013. Date the person stopped taking or using the product: (B)(6) 2014. Equal to the ph of my eyes fluid.